Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported patient effect of mr was likely due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 4. The mitral valve was small; therefore, only one clip was implanted, reducing mr to 3. During a follow up echocardiogram on (B)(6) 2017, it was found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 4. The patient is currently stable and no further treatment has been planned. No additional information was provided.